Event description:
Report received from the USA stating that during a procedure that device "gave a system fault of e8." The reporter stated that the power switch was turned off as per troubleshooting instructions and the code of "e8" stilled showed on the console. There was a delay in the in the procedure and a spare console was used to replace the faulty one. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. Evidence indicates this was due to usage wear over time. The event was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).